Manufacturer narrative:
Please note, result code 3221, method code 4114, and conclusion code 67 no longer apply to this report. Analysis of the returned lead (serial # (B)(4) found that there were broken conductors in the body of the lead at an unknown anchor site. The complete lead was received in 2 segments for analysis. The # 5, 6, and 7 conductor wires were fractured at 19.5 cm from the distal end. Inspection of the conductor ends verified that the lead was cut. The outer insulation was pinched, and there were suspected tool marks in the outer insulation. The body insulation was cut through with the lead segmented. Suspected body fluids were observed in the lead. The braid was cut. The stylet coil was cut through. The distal end was visibly ok. Electrical testing determined that the continuity of the conductors was not complete. Circuits # 5, 6, and 7 were open on the distal segment. There were no shorts observed between the conductors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported via a manufacture representative that the patient was not receiving stimulation. They tri ed several different ways to get stimulation but often impedances were >10000. The patient received a new lead and the revision went fine. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial/lot # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported via manufacture representative that the patient was not receiving stimulation. They tried several different ways to get stimulation but often impedances were >10000. The patient received a new lead and the revision went fine. No further complications were reported or anticipated.